Manufacturer narrative:
Per the t:slim user guide, the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) was over 600 mg/dl and an injection of insulin was used to lower the bg back down to the target level. The customer changed the supplies on the pump and after filling the cartridge with 80 units of insulin, a minimum fill message appeared. The customer used multiple cartridges and received multiple minimum fill pump messages using 80 units of insulin. As it was not known how much insulin was injected into the last cartridge, tandem technical support had the customer use a new cartridge. The customer successfully loaded the new cartridge.